Manufacturer narrative:
The on-site investigation done by our field service engineer (fse) did not show any problems with the ventilator. No parts were exchanged and the ventilator's logs were downloaded. The ventilator went back to service after successful functions and safety tests were performed. The evaluation of the logs showed that they contained a period with high airway pressure alarms. These alarms can be related to incorrect parameter settings and/or alarm limit settings for the patient, or they could be a sign of a malfunction in the ventilator. No parts were found faulty and the problem was not reproduced during the on-site investigation. Therefore the root cause for these alarms has not been determined from this investigation.

Event description:
It was reported that the ventilator malfunctioned during patient use. There was no patient harm reported. (B)(4).